Manufacturer narrative:
Also, were involved: pxc181000/unknown and pxc201000/unknown. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysm enlargement. As the event date is unknown (the resent CT), the date the physician emailed the information 11/05/2019 will be used as the event date.

Event description:
On an unknown date in 2005, the patient underwent endovascular procedure using gore® excluder® aaa endoprostheses. Reportedly, the patient was lost for follow up tests. On an unknown date, a recent CT showed marked increase in the aneurysm size with good fixation but with a halo around the graft. There is no sequelae regarding this patient. Further information was requested but was not available.